Manufacturer narrative:
(B)(4). Insulin pump received with missing retainer ring and reservoir tube lip o ring. Insulin pump received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test. However pump passed sleep current measurement, active current measurement and self test. P cap reservoir will not lock properly due to missing retainer. No unexpected failed batt test or battery failed alert noted during testing.

Event description:
Information received by medtronic indicated that the insulin pump had rejected new batteries. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.